Manufacturer narrative:
Plant investigation: as the device was not returned to date to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of the patient's pd treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was noted to be leaking from the cassette. The patient had received an m31 air detected in cassette warnings during an unknown phase and cycle of treatment prior to and after the fluid leak. The patient was advised due discontinue use of the cycler and the patient did not know how to perform manuals. There was no patient injury noted. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient did not feel comfortable on performing manual peritoneal dialysis therapy and stated they did not complete their remaining treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation. The cycler was replaced and the patient continued use of the replacement cycler without further issue.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of the patient's pd treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid was noted to be leaking from the cassette. The patient had received an m31 air detected in cassette warnings during an unknown phase and cycle of treatment prior to and after the fluid leak. The patient was advised due discontinue use of the cycler and the patient did not know how to perform manuals. There was no patient injury noted. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient did not feel comfortable on performing manual peritoneal dialysis therapy and stated they did not complete their remaining treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation. The cycler was replaced and the patient continued use of the replacement cycler without further issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.